Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had nerve blocks on friday for interstitial cystitis pain and since having the nerve blockers his frequency jumped out of control. The patient wanted to know if the nerve blocks could affect the implant. The patient also confirmed therapy was on. There were no further symptoms or complications reported or anticipated.